Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0cstq, implanted: (B)(6) 2013 product type: lead. (B)(4).

Event description:
The consumer reported an error code - por (power on reset). Therapy had turned off and reset to shipping parameters. The patient had an orthoscopic procedure and the hcp (healthcare provider) turned it off prior to the procedure and they have since left the hospital and the hcp didn't turn therapy on again and they are not able to turn it back on with the patient programmer because they are seeing por message. Regarding any recent medical test or emi environmental exposure, it was noted: yes. The caller was going to try contacting managing hcp's office for assistance. Symptoms reported were: none. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.